Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawer 6 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced failures in the cubie pockets due to excessive medication being filled in that particular pocket. A field service engineer located cubie pocket a1 was found to be overloaded. Additionally, two other pockets were noted to be failed for the same cause. Medications were unloaded and reloaded for three cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.